Manufacturer narrative:
A ge representative evaluated the system and replaced the coin battery for the cpu in the image processor computer. System operates as intended.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.